Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 400's mg/dl range. The customer delivered correction boluses to address these bg levels. The customer attributed these bg levels to stress and unhealthy eating habits, the customer also alleged that the settings may be a contributing factor to the elevated bg levels. Tandem technical support assisted the customer in adjusting the basal rate settings per their healthcare provider's guidance. Additionally, the customer also experienced bg levels in the 60-70's mg/dl range. The customer attributed these bg levels to exercise and their lifestyle. The customer declined to answer any additional questions regarding their low bg levels including how these levels were addressed. Recommendation was made to consult with health care provider to discuss diabetes management.